Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue and received an update that the customer is still in the process of arranging the replacement block. Root cause of failure was determined due to leaking inspiration valve ot. Corrective actions already implemented with inspiration valve nt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file, screenshot and videos were provided. Log file show alarm 316-blower failure occurred once along with alarms 344,345 and 347. Alarm 389 occurred 43 times and alarm 379 occurred 6 times. According to the insp valve screenshot, the flow insp is 2.06 l/min. The pressure in the press blower is too high at 112.86mbar, and the blower speed is 51066/min. Vyaire medical advised customer to perform o2 gas path test, cross check with another inspiration block and perform inspiration valve test and circuit system test. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 389-no o2 dosing possible. The issue occurred during patient use. However, intervention is unknown. Furthermore, there is no patient harm associated with the reported event.